Event description:
During testing at the manufacturing facility, the service technician found the that the sheath was broken off and missing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.